Event description:
It was reported that the rv lead was capped due to high lead impedance greater than 4000 ohms found at normal device changeout. No patient complications were reported as a result of this event.